Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother that the insulin pump did not deliver insulin to son. The customer's blood glucose rose to over 400 mg/dl and he was vomiting. Customer was given manual injection. Customer's current blood glucose reading is 87 mg/dl. Nothing further reported.